Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from an edwards field clinical specialist, approximately 3 years post implantation of a 23mm sapien 3 valve in aortic position, the valve has severe central and paravalvular aortic insufficiency and stenosis. The patient underwent a valve-in-valve with a 23mm s3 ultra valve. The procedure was successful.

Manufacturer narrative:
The complaints for central regurgitation and paravalvular leak were confirmed based on the medical record. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), central regurgitation and paravalvular leak (pvl) are potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "approximately 3 years post implantation of a 23mm s3 in aortic position, the valve has severe central and paravalvular aortic insufficiency". Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, noted that patient had vast morbidities such as hyperlipidemia (hld), coronary artery disease (cad), porcelain aorta and peripheral vascular disease in progression, which could lead to valve degeneration resulting in central regurgitation. As such, available information suggests that patient factors (hyperlipidemia, disease progression) may have contributed to central regurgitation. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information and unavailable of relevant imagery, a definitive root cause of the paravalvular leak was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.